Event description:
It was reported that on the attempt to create the initial burr hole, the disposable perforator did not disengage. The perforator continued to spin, disturbing and cutting into the patient's dura. Procedure time was increased as a result of this event.